Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported post impella cp device implant, same day, the patient experienced oozing from the access site. Surgiseal was applied to treat the condition, which was successfully resolved. Support continued uninterrupted. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The product was not returned. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25908.